Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The lock had movement and the index knob and lock required replacement of worn internal parts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was not locking properly. It was reported that there was no delay in surgery. However,it is unknown if there was patient involvement.